Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a next of kin that the customer got hospitalized due to low blood glucose several years ago, with unknown blood glucose levels at the time of the incident. The customer was suffering from dementia and accidentally delivered too much insulin to himself, which resulted in a near death experience or hospitalization for low blood glucose. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The customer had to discontinue pump therapy due to dementia. The customer passed away a few years after going off pump therapy. The customer was just using continuous glucose management and insulin pens. No further information was provided. The insulin pump will not be returned for analysis.